Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported leaking at y-site engagements in their versasafe infusion IV set in the cardiac center. The leak occurred either while persantine was piggybacked into the d5w primary IV line, or while d5w was infusing by itself. There was no patient harm.